Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her mother experienced low blood glucose. The customer's daughter also reported that her mother went low and the insulin pump did not alarm. The customer's blood glucose was 59 mg/dl at the time of incident. The customer's blood glucose was 46 mg/dl at the time of call. The customer's blood glucose was 94 mg/dl at the end of call. The customer's daughter treated her mother's low blood glucose with juice and cookies. The customer's daughter stated that her mother had blood glucose of 144 mg/dl went down to 140 mg/dl then declined to 45 mg/dl. The customer's daughter performed displacement test and the insulin pump passed. The customer's daughter stated that she was just filling the tube and the testing used all the insulin. The customer's daughter stated that there was a user error. The customer's daughter stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.